Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed to investigate the reported event. The device passed electrical and functional testing. External and internal visual inspections were performed and found no abnormalities. The pneumatic system was tested and a simulated therapy was performed with no issues noted. The reported iipv event was identified through an event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a home patient (hp) experienced a high drain 101 alarm on the homechoice (hc) while performing peritoneal dialysis (pd) therapy. The hp stated that the alarm had been cleared as it occurred on the previous day; therefore troubleshooting was not performed. The high drain alarm is indicative that the patient drained greater than 200% of their maximum prescribed cycle fill volume, which meets increased intra-peritoneal volume (iipv) criteria. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed. If additional relevant information becomes available, a supplemental report will be submitted.